Manufacturer narrative:
Analysis found that the lead was cut and the helix was clogged with dried body fluid/tissue. After cleaning, the helix was tested and found to function normally. The damage to the lead is consistent with that occurring at the time of explant. Electrical measurements were normal. The tip stiffness test values were within specification.

Event description:
It was reported that the patient had pain with pacing. The lead was found to have perforated the patient as confirmed by x-ray and at explant. The lead appeared to be contained within the pericardium.